Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 503 mg/dl on (B)(6) 2015 due to a bent cannula. The customer also reported the insulin pump had alarmed no delivery about 5 times the night prior to calling and also once, the morning of the call. Customer stated that the time she had the bent cannula, the insulin pump did not alarm no delivery. Customer was offered to perform a high pressure test but she did not have a tubing clamp. Customer declined troubleshooting.